Event description:
The physician was attempting to deliver an endeavor resolute drug eluting stent to a lesion in the lad which exhibited 85% stenosis and severe calcification. The lesion was pre-dilated and the device was inspected prior to use with no issues noted. It is reported that due to severe calcification, the tip of the stent became damaged. The physician used another stent, of the same model, to complete the procedure. No patient complications were reported. Please note that this device (endeavor resolute) is distributed outside the united states; however, it is similar to the united states distributed product (resolute integrity).

Manufacturer narrative:
(B)(4)

Event description:
Evaluation summary: initial mandrel movement failed due to a blockage in the inner lumen. The 7th and 11th proximal stent segments were deformed with a number of struts partially raised. A number of struts on the 7th and 8th distal segments were raised and pulled distally. The remaining segments were intact.

Manufacturer narrative:
Evaluation results: patients condition affected the effectiveness of the device (lesion morphology - 85% stenosis and severe calcification). Inherent risk of procedure (stent deformation). No results available since no evaluation performed (no device received for evaluation). (No device received for evaluation). Evaluation conclusions: device failure related to patient condition (lesion morphology - 85% stenosis and severe calcification). Known inherent risk of procedure (stent deformation). Unable to confirm complaint. (B)(4).